Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragmented essure') and device dislocation ('essure device is not properly positioned in the tubes / dislocated inside the organism, outside the tubes') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche (at 12 years-old) in 1994, gravida ii and parity 2. In (B)(6) 2013, the patient had essure inserted. In 2017, the patient experienced abdominal distension ("abdominal distension"), menorrhagia ("considerable and intense increase in menstrual flow, reaching up to several days in the menstrual period, including the presence of clots"), headache ("intense headache"), back pain ("lumbar pain"), pelvic pain ("pelvic pain / severe punctate pelvic pain, especially on the right side"), dyspareunia ("pain during and after sexual intercourse"), dysmenorrhoea ("dysmenorrhoea") and diarrhoea ("sporadic intermittent diarrhea coinciding with menstrual period"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal pain ("severe cramping under the belly, prick-like"), breast pain ("mastalgia"), localised oedema ("abdominal edema"), peripheral swelling ("swelling in her legs"), pain in extremity ("pain in her legs"), paraesthesia ("tingling too much"), tremor ("tremors"), uterine pain ("feeling of perforation in the uterus, stitches"), fatigue ("fatigue"), loss of libido ("lack of libido"), coital bleeding ("bleeding during and after sexual intercourse"), uterine inflammation ("uterine inflammation"), arthralgia ("joint pain"), mood swings ("constant mood swings"), alopecia ("hair loss"), adenomyosis ("suspected adenomyosis"), intra-abdominal fluid collection ("fluid in the abdomen"), pain ("generalized pain"), vaginal discharge ("strong odor from the vaginal fluid"), depression ("depressive episodes") and anxiety ("anxiety") and experienced procedural pain ("cramping in the lower abdomen"), lasting 1 day. The patient was treated with antidepressants, anxiolytics, diclofenac diethylamine (analgesico) and diclofenac diethylamine (anti inflammatory). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, abdominal pain, breast pain, abdominal distension, localised oedema, menorrhagia, headache, peripheral swelling, pain in extremity, paraesthesia, tremor, back pain, pelvic pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, uterine inflammation, arthralgia, mood swings, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, dysmenorrhoea, diarrhoea, depression and anxiety outcome was unknown and the procedural pain had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, intra-abdominal fluid collection, localised oedema, loss of libido, menorrhagia, mood swings, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, procedural pain, tremor, uterine inflammation, uterine pain and vaginal discharge to be related to essure. The reporter commented: on (B)(6) 2021 the pains and adverse events were intensified to the extreme. Lawyer had granting advance relief and the essure device would be removal soon, data unreported. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: nickel blood serum 1.29 mcg/l (0.6-7.5 mcg/l). Gynaecological examination - on (B)(6) 2019: she needs an emergency surgical intervention, the essure device causes intense physical and psychological suffering, causing real and imminent risk of reaching a vital organ. X-ray - on an unknown date: essure device is not properly positioned in the tubes; on (B)(6) 2019: pelvis x-ray shows linear metallic material in pelvis in topography of uterus. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragmented essure') and device dislocation ('essure device is not properly positioned in the tubes / dislocated inside the organism, outside the tubes') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche (at (B)(6)) in 1994, gravida ii and parity 2. In (B)(6) 2013, the patient had essure inserted. In 2017, the patient experienced abdominal distension ("abdominal distension"), menorrhagia ("considerable and intense increase in menstrual flow, reaching up to several days in the menstrual period, including the presence of clots"), headache ("intense headache"), back pain ("lumbar pain"), pelvic pain ("pelvic pain / severe punctate pelvic pain, especially on the right side"), dyspareunia ("pain during and after sexual intercourse"), dysmenorrhoea ("dysmenorrhoea") and diarrhoea ("sporadic intermittent diarrhea coinciding with menstrual period"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal pain ("severe cramping under the belly, prick-like"), breast pain ("mastalgia"), localised oedema ("abdominal edema"), peripheral swelling ("swelling in her legs"), pain in extremity ("pain in her legs"), paraesthesia ("tingling too much"), tremor ("tremors"), uterine pain ("feeling of perforation in the uterus, stitches"), fatigue ("fatigue"), loss of libido ("lack of libido"), coital bleeding ("bleeding during and after sexual intercourse"), uterine inflammation ("uterine inflammation"), arthralgia ("joint pain"), mood swings ("constant mood swings"), alopecia ("hair loss"), adenomyosis ("suspected adenomyosis"), intra-abdominal fluid collection ("fluid in the abdomen"), pain ("generalized pain"), vaginal discharge ("strong odor from the vaginal fluid"), depression ("depressive episodes") and anxiety ("anxiety") and experienced procedural pain ("cramping in the lower abdomen"), lasting 1 day. The patient was treated with analgesics, antidepressants, anxiolytics and diclofenac diethylamine (anti inflammatory). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, abdominal pain, breast pain, abdominal distension, localised oedema, menorrhagia, headache, peripheral swelling, pain in extremity, paraesthesia, tremor, back pain, pelvic pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, uterine inflammation, arthralgia, mood swings, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, dysmenorrhoea, diarrhoea, depression and anxiety outcome was unknown and the procedural pain had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, intra-abdominal fluid collection, localised oedema, loss of libido, menorrhagia, mood swings, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, procedural pain, tremor, uterine inflammation, uterine pain and vaginal discharge to be related to essure. The reporter commented: on (B)(6) 201 the pains and adverse events were intensified to the extreme. Lawyer had granting advance relief and the essure device would be removal soon, data unreported. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: nickel blood serum 1.29 mcg/l (0.6-7.5 mcg/l). Gynaecological examination - on (B)(6) 2019: she needs an emergency surgical intervention, the essure device causes intense physical and psychological suffering, causing real and imminent risk of reaching a vital organ. X-ray - on an unknown date: essure device is not properly positioned in the tubes; on (B)(6) 2019: pelvis x-ray shows linear metallic material in pelvis in topography of uterus. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.